Manufacturer narrative:
As reported, a 6x60mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was inserted and inflated for the post dilation after a stent was implanted, however it ruptured because it got stuck with the stent strut(s). There were no reported patient injuries. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17327620 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (stuck with stent struts) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber pta was inserted and inflated for the post dilation after a stent was implanted, however it ruptured because it got stuck with the stent strut(s). There were no reported patient injuries. Additional procedural details were requested but are unknown.

Manufacturer narrative:
Addendum for additional information received:the device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. The balloon was removed intact. The target lesion was the superficial femoral artery (sfa). The procedure was completed by using a non-cordis stent. As reported, a 6x60mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was inserted and inflated for the post dilation after a stent was implanted, however it ruptured because it got stuck with the stent strut(s). There were no reported patient injuries. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. The balloon was removed intact. The target lesion was the superficial femoral artery (sfa). The procedure was completed by using a non-cordis stent. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17327620 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (stuck with stent struts) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.